Event description:
A physician was notified that the sponge counts were off when closing the chest. A raytec sponge was visualized in the post operative x-ray in the chest. The patient had to be reopened to retrieve the sponge.